Manufacturer narrative:
Na

Event description:
The customer reported when setting up the ventilator, the unit alarmed and would not function on backup power. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician reported when the ventilator was powered on it would restart. The service technician reported when the ac power to the ventilator was unplugged, the ventilator did not transition over to backup power. The service technician replaced the external battery to correct the problem. Final testing, including extended self testing (est), was completed and all tests passed per operating specifications.